Event description:
Device malfunction: stuck device within prior clip device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the proglide device was advanced through a starclose clip which had been deployed 2 week prior after a diagnostic procedure. About 3/4 of the proglide device shaft was advanced in the wound tract when the device became stuck. The physician forcefully removed the proglide and the starclose clip caught on the guide. Hemostasis was achieved with a femostop and manual compression. There were no reported adverse pt sequelae. Though requested, no add'l info was avail.

Manufacturer narrative:
Eval summary; the device was returned with the plunger in the pre-deployed position and with a starclose clip around the guide. The root cause for the failure was usage through a previously deployed starclose clip. No mfg issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.